Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated, "the device might not be working properly since last night and my blood pressure went up." The device remains in use. No further patient complications have been reported as a result of this event.